Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1406263. Medical device expiration date: 2019-05-31. Device manufacture date: 2014-06-16. Medical device lot #: 1412257. Medical device expiration date: 2019-11-30. Device manufacture date: 2014-12-17. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stability tests of the active ingredients morphine and alprostadil showed large ph changes after a short time while using a bd perfusion¿ syringe w/needle. The incident was observed before patient use and there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples have been received for investigation. DHR of lots 1406263 and 1412257 has been reviewed not finding any annotation or deviation regarding the alleged defect. Five sterile retained samples of 50pf amber from lots 1406263 and 1412257 and 5 sterile retained samples of 50pf clear of lot number 1711207 are evaluated according to iso7886-1 section 6 (acidity/alkalinity). Results meet iso7886-1 being the max ph drift observed ~0.3ph value, which is still lower than iso specified. Perfusion syringes were design to comply with iso-7886-1:1998. Iso-7886-1:1998 specifies the requirements for sterile single-use hypodermic syringes of plastics materials intended for the aspiration of fluids or for the injection of fluids immediately after filling. This excludes off-label use for pre-filled or long term drug storage. As part of iso-7886-1:1998 there are also specific acidity/alkalinity requirements that allows for no more than 1 ph unit shift as compared to a control fluid of grade 3 distilled or deionized water in accordance with iso 3696. The specific procedure requires syringes to be filled to nominal capacity with the distilled/deionized water and stored for 8 hours (+15 min/- 0 min) at a temperature of 37°c (+3°c/-0°c). While there may be slight variation between different syringe configurations, both the tinted and un-tinted versions of the perfusion syringes are expected to comply with the iso-7886-1:1998 and would be consistent with the data provided by the client where at 30°c and at an initial ph of approximately 4.25 (which is lower than what would be expected of distilled/deionized water) the drift in ph is less than 1 ph unit of shift at 24 hours of storage, which is more than the 8 hour time frame specified in iso-7886-1:1998. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.